Event description:
Home patient (hp) reports patient line of homechoice set became disconnected from transfer set during treatment on homechoice device. Hp completed treatment by doing a manual exchange. Rn of hp reports connection between two sets was not secure, that hp did not connect them tightly as instructed no pt injury or medical intervention required per rn.